Event description:
It was reported that the patient was stabbed, it is believed that this event damaged the artificial urinary sphincter (aus). The patient experienced recurring incontinence due to atrophy at the cuff site. A revision surgery was performed and the cuff was removed and replaced with two cuffs located distal and in the bulbous urethra. The revision surgery was successful. There were no further patient complications.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.